Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during gastrostomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6)2014, it was found that the button shaft inside the patient was slightly torn. Reportedly, the button will be replaced. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.